Event description:
Note: event date is unk. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during an enteral feeding procedure. According to the complainant, feeding port was found to have a crack and nutrition leaked from the crack within a month after placement. The procedure was completed with another securi-t percutaneous replacement gastrostomy tube. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).